Event description:
Pdc received a call on (B)(6) 2012 reporting medical intervention that occurred on (B)(6) 2012 at 4:00 pm. Patient stated she felt dizzy and weak, and tested on the prodigy meter, receiving a reading of 419mg/dl. She called the medics and they arrived in 5 minutes. Patient said their meter gave a reading of 270mg/dl. Medics transported patient to the emergency room. Per patient, emergency room reading was also 270mg/dl. An IV was administered and patient was discharged. Total time in hospital was 2.5 hours. Patient said she only had the meter for 3 days. Pdc sent replacement products with a prepaid envelope requesting that all suspect products be returned. (B)(6). The dates do not appear to be accurate. Gap in dates suggests patient has had the meter for some time, received it from another person, or recently adjusted settings.

Manufacturer narrative:
Suspect product(s) returned and evaluated. No failures detected and all items worked as indicated, with all test results in range.